Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel smearing was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to gel smearing were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode, gel smearing, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was gel smearing. The following information was provided by the initial reporter. The customer stated: "account has the fully automatic track in biochemistry of siemens. Gel present in probe during the procedure." Additional details from complainant: dpp probe of chemistry analyzer is becoming dirty frequently though daily cleaning is going on everyday morning. We observed gel in probe bottom area due to elevated gel layer in clot vial and due to this reason instrument is giving level sense error in dpp probe and water detection issue in rpp probe intermittently. This is impacting current aspiration volume and contaminating next sample also and consequently its hampering your tat also. Many time we found mixer rods dirty which can affect patient results.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was gel smearing. The following information was provided by the initial reporter. The customer stated: "account has the fully automatic track in biochemistry of siemens. Gel present in probe during the procedure.". Additional details from complainant: dpp probe of chemistry analyzer is becoming dirty frequently though daily cleaning is going on everyday morning. We observed gel in probe bottom area due to elevated gel layer in clot vial and due to this reason instrument is giving level sense error in dpp probe and water detection issue in rpp probe intermittently. This is impacting current aspiration volume and contaminating next sample also and consequently its hampering your tat also. Many time we found mixer rods dirty which can affect patient results.